Event description:
A report was received that the patient was having difficulty connecting her remote control to the ipg. The patient had several non-device related procedures in which the physician used electrocautery. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient was having difficulty connecting her remote control to the ipg. The patient had several non-device related procedures in which the physician used electrocautery. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(6)).

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Upon receiving the device was in a hibernation state. After regaining the battery power, the device was able to link with a test remote control. The antenna coil in the ipg header was verified to be in good condition. The device passed all the functional tests and exhibited normal device characteristics.